Event description:
It was reported that the following issue was observed on the device: "not working & broken plunger claw." Reported problem cause description: "plunger assy faulty & broken part." Hence, the work performed in the device includes: "checked the unit and found that, syringe plunger assy was faulty. Need to replace syringe plunger assy. Waiting for the part & replaced drive kit housing. Performed calibration. Performed check in test." There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex b: b17 annex c: c20 annex d: d15 root cause: the root cause for the reported issue that device had not working was not determined because no product or device logs were returned.

Event description:
It was reported that the following issue was observed on the device: "not working." Reported problem cause description: "plunger assy faulty." Hence, the work performed in the device includes: "checked the unit and found that, syringe plunger assy was faulty. Need to replace syringe plunger assy. Waiting for the part." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.